Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted since the patient had multiple double power disconnects associated with low voltage. The log files captured no external power alarms and multiple other associated alarm types. This was caused by power to the mobile power unit (mpu) being briefly interrupted. The patient had a v-lock connector on the mpu ac power cord. The patient was unsure if the ac power cord had come loose at the wall outlet or from the back of the unit. It was also unknown whether there were any environmental circumstances that would have affected ac power at the time of the event. The mpu was not removed from service.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6) was not returned for analysis; however, log files were submitted for review with events spanning approximately 3 days ((B)(6) 2024 at 10:20:59 per time stamp). At 09:48:19 on (B)(6) 2024 while the patient is connected to the mpu, a loss of alternating current (ac) power occurs activating a no external power alarm. The no external power alarm clears at 09:48:52 when power is restored to the mpu. This series of events occurs again on (B)(6) 2024 at 02:22:21 and 05:22:56 resulting in no external power alarms. The backup battery provided power to the system during the no external power event. There were no other notable events observed in the log file. Pump operation was not affected. Additional provided information stated that the patient has the v-lock connector for the mpu ac power cord, that the patient was unsure if the ac power cord came loose, that it was unknown if any environmental circumstances affected ac power to the mpu, and that the mpu was not removed or exchanged and therefore would not be returning. A root cause for the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook (rev. C) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. D) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.